Event description:
Patient tracking received a patient tracking form through the mail reporting a pump replacement. The reason for the replacement listed on the form was "end of life". The explanted pump was discarded. Additional follow up was performed with the agent covering the issue. The agent stated that there were "volume issues" at one refill appointment. The date was unknown. The agent asked the patient's physician for more information regarding the volume discrepancy, but the physician was unable to provide further detail.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As additional physical investigation was not performed, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, "the useful life of the prometra programmable pump ii is dependent on the drug delivery rate. The life of the pump is a minimum of 10 years at a drug delivery rate of 0.25ml/day". Internal complaint number: (B)(4).